Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that just finished the trial implanted for a 7 day trial evaluation for fecal incontinence. They stated that the trial was ¿not completely successful¿ which was confirmed to mean they did not see control in their symptoms. The patient reported that the first 5 days of the trial ¿worked beautifully¿ then on day 6 they noticed ¿smearing¿. The patient stated that on day 7, 2 hours before they were supposed to have the wires removed, they had a fecal incontinence accident. It was mentioned that they had 2 leads during the trial and the right lead became detached (date unknown) which was noted by the pa when they were removing the leads. The patient tried to contact manufacturer¿s representative but was unsuccessful. It was noted that the ¿left amplitude¿ was the one the healthcare professional (hcp) used during the trial and that amplitude was ¿pretty low¿ at ¿2.2¿. Follow up information was received from the healthcare professional (hcp) on jan. 8, 2019 reported that the lead issue had occurred during the couple of days of the pne which was typical as it had migrated out of the trial patient because it was temporary. The hcp noted that it was temporary and it had come out with movement as expected. No actions were taken for the issue. The patient completed the pne trial and both temporary leads were removed. The issue was reported as resolved. There were no further complications reported or anticipated.